Event description:
Per the clinic, the patient experienced scalp pain and impaired healing around the implant site. The patient was treated with marcaine injections (date not reported) and the abutment was removed, but the issue could not be resolved. The implanted device remains. There are no plans to explant the device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are no plans of reimplantion as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 90432; not 92127 as previously reported. This report is filed (B)(4) 2013.